Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced low blood glucose (bg) less than 70mg/dl with unsteadiness. The reporter was unable to provide an exact bg level but noted that after the patient treated the low bg, the patient¿s bg resolved to 137mg/dl. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat the bg excursion. The patient reportedly remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting indicated that the patient was miscounting carbohydrates and had overridden the dosage that was recommended by the pump¿s bolus calculation feature. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump in overriding the bolus that had been recommended by the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: a review of the pump histories indicated that the data from the time of the alleged incident had been overwritten due to continued pump use. A review of the histories indicated that the last basal delivery occurred on (B)(6) 2015 at 11:04am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on with a hard call service 069 alarm that could not be cleared. Additional investigation could not be completed due to the alarm.